Event description:
The customer stated that he was hospitalized with a blood glucose reading of 25 mg/dl. The customer also stated that he broke his hip prior to the event, and this led to his blood glucose being unstable. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer was practicing the proper priming technique. The displacement test passed. However, the self test could not be performed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.